Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG electrode, cutting into the purple (agnd) wire. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the ECG electrodes were non-functional.